Manufacturer narrative:
Medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left main (lm) artery. The 4.5x12mm nc trek balloon dilatation catheter (bdc) was used to dilate a stent. However, the balloon could not be pulled back into the guiding catheter. There was wrinkling and blockage of the catheter so the entire guiding catheter with the balloon was removed. However, the whole system could not get through the introducer sheath and due to the pulling, the balloon catheter was torn. Balloon, guiding catheter and the entire introducer sheath were removed together. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported by the account that the balloon dilatation catheter was pulled against resistance and the shaft separated. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after pulling against resistance occurred. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guiding catheter or introducer sheath; however, the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6 - medical device problem code 4008 (material split, cut or torn) was removed and code 1562 (material separation) was added.

Event description:
It was reported that the procedure was to treat a lesion in the left main (lm) artery. The 4.5x12mm nc trek balloon dilatation catheter (bdc) was used to dilate a stent. However, the balloon could not be pulled back into the guiding catheter. There was wrinkling and blockage of the catheter so the entire guiding catheter with the balloon was removed. However, the whole system could not get through the introducer sheath and due to the pulling, the balloon catheter was torn. Balloon, guiding catheter and the entire introducer sheath were removed together. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that instead of torn, the outer member separated proximal to the mid lap seal. The inner member separated proximal to the mid lap seal. It was confirmed by the account that the separation occurred during removal of the device. The tear initially reported is the separation confirmed by the account. No additional information was provided.